Manufacturer narrative:
Section a4 patient weight is unknown. The investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that while attempting to implant an occluder with this transcatheter implant pusher system, after the occluder was in place and position was confirmed, while attempting to release the occluder the release handle did not work correctly and the occluder could not be released. The device was re-sheathed but unexpectedly deployed during the process. The occluder was recovered in the sheath. A different occluder and transcatheter implant pusher system were used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
The review of the batch record and inspection protocols of the reported pistol pusher revealed no deviation. No other complaint exists from the reported lot regarding the same complaint reason. All qc criteria were within specification according to the batch record. Additional information was provided by the clinical specialist: "when the gun safety is broken and the controlled release of the pfo device is impossible, the doctor decides to re-holster the device and thus be able to extract it. This is done with gentle movements. The pistol pusher is brought in and removed, and it is evident that the device is not attached. The doctor removes the introducer and it is evident that the device is inside the introducer (delivery system). Therefore, no recovery with a rescue handle is needed. Therefore, it is understood that the device is released in the delivery system and did not migrate to the defect or to any other place.".

Manufacturer narrative:
The reported pistol pusher was returned to occlutech with a fully fractured locking button and thereby was not possible to conform if a mechanical failure existed prior to the damage. No visible anomalies were identified in the wire or other components of the pusher during inspection. Further disassembly of the pusher revealed substantial blood contamination within the mechanism, which obstructed the wire and compromised its operability. Since the pistol pusher was broken when received, it was not possible to test the complained devices to verify whether the reported occluder could be easily coupled, held, and decoupled with the reported pistol pusher. Consequently, the final root cause of the reported event remains unknown.